Event description:
Gray neobar separated from adhesive on right cheek. Rn at bedside when it happened, witnessed the event and immediately took hold of neobar to keep in place while calling respiratory therapist for help in re-securing. Increased secretions on patient, previous problems with adhesion on this product.